Manufacturer narrative:
H3: product: 977a260 , s/n: (B)(6) was returned for analysis and found the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product: 977a260 , s/n: (B)(6) was returned for analysis and found the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient was feeling stimulation in their back, left leg and right leg. On (B)(6) 2025 the patient stopped feeling stimulation. The rep was programming different parameters. The patient feels stim on the left as they would expect to feel stim but not feeling stim on the right side. The patient feels pain at the battery site when the right lead is programmed. The patient reported that they did not have any falls. The issue occurred following a position change when sleeping. The patient also had swelling at the ins and lead incision site when the issue occurred. The patient experiences the same sensation with different electrode configurations along the right side lead. The patient described the sensation as a needle poking at the battery site. The patient also doesn't feel anything with the right side configurations until the amplitude is increased up to 10-20ma. The rep was using a rate of 50hz and pw of 450us. The caller provided the following impedance values: ref 8 9 617ohms 10 610ohms 11 603ohms 12 580ohms 13 590ohms 14 573ohms 15 580ohms ref 11 8 603ohms 9 604ohms 10 484ohms 12 481ohms 13 494ohms 14 491ohms 15 487ohms ref 15 8 580ohms 9 576ohms 10 508ohms 11 487ohms 12 439ohms 13 426ohms 14 402ohms the issue was not resolved through troubleshooting. The caller indicated that the patient has an x-ray scheduled and the rep plans to follow-up at a programming session in the first week of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that leads were replaced. Patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was lead migration. There was a return of pain, pain at the ins site and swelling. Patient was seen for a follow up visit expressing change in his stimulation coverage and pain/swelling in his back. After receiving imaging from his md, it was confirmed that the lead had migrated from the original location. Md currently recommending lead revision. The issue is ongoing. A device revision date is tbd. Rep confirmed that the patient lost stimulation and the imaging confirmed the leads had migrated and were the cause of the lost of the stimulation. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of not feeling stimulation was not determined. Patient will see a neurosurgeon on (B)(6) 2025. This information has been confirmed by a physician, issue not resolved.